Manufacturer narrative:
Device investigation narrative - one service replacement 560p camera head part number 72200561s was received on june 02, 2017 and confirmed to be serial number (B)(4). Complaint of focus malfunction and overheating could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or overheating. Video image remained constant throughout burn-in. All functions including focus perform as expected. No problem found. No containment or corrective actions are recommended at this time. (B)(4).

Event description:
It was reported that the camera head would not focus and was getting really hot. This was noted before the procedure.